Event description:
Pt (patient) to or (operating room) for laparoscopic robotic-assisted nephroureterectomy and cystoscopy with urology team. After start of laparoscopic portion of procedure, attending surgeon noted jaw of harmonic ace +7 laparoscopic shears was missing. Attending surgeon immediately paused operating and alerted all members of surgical team. Scrubbed personnel searched abdominal cavity, sterile field, and back table for missing piece while circulator rn (registered nurse) escalated to urology slc rn and gor nurse manager. Circulator rn placed order for intra-op abdominal flat plate x-ray and contacted radiology team. Flat plate x-rays taken and viewed by or team. Attending urology surgeon observed what appeared to be the broken piece on imaging. Additional x-ray images taken, noting assumed position of broken piece with sterile clamp. Or team scrubbed back in, resumed search within pt abdomen, and successfully located and extracted broken piece. Piece of jaw passed off sterile field, to be submitted with supply malfunction documentation to pdc manager. Surgery resumed.